Event description:
Initial hba1c result of 8.5%, same sample repeated twice gave results of 4.9% and 8.5%. The initial result was not reported. If additional info is received, appropriate notification will be provided.